Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled an entire syringe of cold insulin (over 300 units) into the cartridge. The customer was unsure about the amount of insulin that had been delivered since the cartridge was loaded and declined to perform troubleshooting. The customer reported blood glucose (bg) level was over 300 mg/dl, and was addressed with a correction bolus. On (B)(6) 2017, the customer reported that the fill estimate decreased from over 120 units to 80, and then decreased to 50 units. During the call, the contact declined to load a new cartridge and confirmed a new cartridge would be loaded after the call.